Event description:
It was reported that a 6f angio-seal was deployed after a diagnostic procedure in the right femoral puncture site of a pt with a medical history of coronary artery disease and obesity. The deployment had gone well and lower extremity pulses were present bilaterally. The pt was transferred to a med ctr for an interventional procedure on the pt's anterior descending artery. Three days post-procedure, the pt was seen in the ER at a hosp complaining that the pt's right leg was cold and painful. No pulses could be palpated on the right. The pt was again transferred to hosp and an embolectomy was performed on the right femoral artery. Review of the femoral arteriogram confirmed that the angio-seal had been deployed in the bifurcation of the common femoral artery. The pt was recovering.